Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
The customer reported two false positive results on the alinity m sars-cov-2 assay. The first patient tested positive on the kingfisher (pooled as weakly positive) and on the alinity m. Results were released. Positivity was questioned by ministry of health and a recollect was done. Recollected sample was tested on the alinity and kingfisher and both results were negative. Initial sample is out for sequencing. No additional information available. A second patient sample was tested on the alinity m. Result was reported out of the lab as positive. Clinical indications did not support the positive results. Recollect was taken. Recollected sample was tested on the alinity m and came back negative. There has been no report of impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
B5 updated with additional customer follow up information. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review results logs were reviewed. The runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls (positive ctrl and negative ctrl). There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-090) lot 521083 is performing outside of established design performance specifications according to the amplification curves analyzed. The amplification curves for the discrepant results did not appear abnormal. The plate mapping shows no potential amp plate carryover risk for the reported sample ids. Quality data review device history record / batch record review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-090) lot 521083 (and its components) did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 521083 and their components. This CAPA review did not identify any existing internal issues or records related to the reported complaint for lot 521083 and its components. Complaint history review a complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 521083. The complaint history review did not identify any additional complaints related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 521083. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 521083 was not identified.

Event description:
Later follow up with the customer indicates they could not provide clarity on their sample work flow and have suggested that they may have had to relabel samples and this may have contributed to the possibility of mislabelled specimens leading to the incorrect sample being considered positive and therefore the recollect being negative. Customer is unable to recall other collected samples from the same time period and is unwilling to reprocess samples. The customer does consider this as an internal labeling error and will proceed with that as the case. The sample process on the alinity was reviewed with the customer as a refresher and customer is happy the alinity m is performing as expected.

Event description:
The customer reported two false positive results on the alinity m sars-cov-2 assay. The first patient tested positive on the kingfisher (pooled as weakly positive) and on the alinity m. Results were released. Positivity was questioned by ministry of health and a recollect was done. Recollected sample was tested on the alinity and kingfisher and both results were negative. Initial sample is out for sequencing. No additional information available. A second patient sample was tested on the alinity m. Result was reported out of the lab as positive. Clinical indications did not support the positive results. Recollect was taken. Recollected sample was tested on the alinity m and came back negative. There has been no report of impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.